Event description:
It was reported that the customer had a motor error alarm and a no delivery alarm on the insulin pump yesterday. Customer reverted to his back-up plan, which also led to another motor error alarm. Customer reported that he was unable to troubleshoot at the time of the call. Customer does not want to return the reservoir or set for analysis. Customer will keep using the old pump until the replacement arrives. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to retrieve pump settings. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.